Manufacturer narrative:
Correction to field b5: describe event or problem. Removed statement: it was noted that there had been fluctuating rv lead impedance measurements.

Event description:
It was reported that this patient presented to the emergency room (ER) feeling dizzy. The presenting electrogram (egm) showed intermittent loss of capture (loc) on the right ventricular (rv) lead. This patient's pacemaker system had been implanted a couple days prior. Boston scientific technical services (ts) recommended troubleshooting options and further evaluation. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room (ER) feeling dizzy. The presenting electrogram (egm) showed intermittent loss of capture (loc) and fluctuating right ventricular (rv) lead impedance measurements. This patient's pacemaker system had been implanted a couple days prior. Boston scientific technical services (ts) recommended troubleshooting options and further evaluation. The lead remains in service. No additional adverse patient effects were reported.